Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure had fragmented'), device dislocation ('essure moving inside the organism, outside the tubes / irregularly positioned foreign body') and pelvic pain ('pelvic pain / sensation of perforation in the uterus, stitches / chronic pelvic pain / persistent and disabling pelvic pain / sensation of perforation of the uterus') in a 48-year-old female patient who had essure (batch no. 20221226) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included abortion early (with curettage) in 1994, menarche (she was 15 years old) in 1987, multigravida (4 pregnancies) and parity 3 (1999 - normal birth, without complications 2004 - cesarean delivery, term baby 2011 - normal birth, without complications). She denies follow-up with a psychologist and / or psychiatry and denies using medication (to treat anxiety attacks). Denies the use of hormonal method associated with essure, sexually transmitted diseases; cauterization and other gynecological procedures. Concurrent conditions included smoker (smoker for 30 days - 10-12 cigarettes / day) since (B)(6) 2021, pre-diabetic, social alcohol drinker and sedentary. Family history included diabetes mellitus (mother), congenital adrenal hyperplasia (mother), breast cancer (two aunts) and heart attack (her mother death due to infarction). Concomitant products included metformin hydrochloride (clor metformina), metronidazole benzoate (metronidazol benzoate) and simvastatin (sinvastatina). In 2012, the patient experienced abdominal pain lower ("heavy cramps in lower abdomen / twinges / heavy cramps / pain in lower abdomen"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced micturition urgency ("urinary urgency") and stress urinary incontinence ("urinary incontinence to small efforts such as coughing or sneezing"). In 2017, the patient experienced genital haemorrhage ("haemorrhage"), anxiety ("anxiety attacks"), nocturia ("nocturia (5-6x)") and enuresis ("nocturnal enuresis (rare)"). In 2018, the patient experienced menorrhagia ("heavy menstrual flow / menstrual flow increased (up to 10 daus ins menstrual period) with clots"). On (B)(6) 2020, the patient experienced vaginal infection ("chronic vaginitis"), 7 years 10 months after insertion of essure. On (B)(6) 2020, the patient experienced vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), procedural pain ("heavy pain during the insertion of the essure (pain scale 5)"), procedural vomiting ("vomiting at the same day of the essure insertion"), procedural nausea ("nausea days after the essure insertion"), abdominal distension ("abdominal distension"), back pain ("lumbar pain"), dyspareunia ("pain during and after the intercourse / very painful intercourse"), pain ("generalized pain"), pelvic discomfort ("pelvic discomfort / heavy pelvic discomfort"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("intermittent abdominal pain / belly pain"), headache ("heavy headache / headache"), uterine inflammation ("uterine inflammations"), pain in extremity ("leg pain"), peripheral swelling ("swollen legs"), paraesthesia ("tingling (of the legs)"), fatigue ("fatigue"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after the intercourse / some episodes of sinusorrhagia"), arthralgia ("joint pain"), mood swings ("constant mood swings"), hyperaesthesia teeth ("toothache (tooth sensitivity)"), toothache ("toothache (tooth sensitivity)"), hypotension ("low pressure"), alopecia ("hair loss"), vision blurred ("blurred vision"), glucose tolerance impaired ("became pre-diabetic"), endometriosis ("deep endometriosis disease"), genital odour ("heavy odour"), tooth disorder ("serious teeth problem"), tremor ("tremors"), drug hypersensitivity ("became allergic to amoxicillin and penicilin after essure insertion"), diarrhoea ("episodes of diarrhea") and dysuria ("dysuria (acute)"). The patient was treated with paracetamol. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, procedural pain, procedural vomiting, procedural nausea, abdominal distension, back pain, dyspareunia, pain, pelvic discomfort, genital haemorrhage, vaginal infection, vaginal haemorrhage, headache, uterine inflammation, pain in extremity, peripheral swelling, paraesthesia, fatigue, loss of libido, coital bleeding, arthralgia, mood swings, hyperaesthesia teeth, toothache, hypotension, alopecia, vision blurred, glucose tolerance impaired, genital odour, tooth disorder, tremor, micturition urgency, stress urinary incontinence, diarrhoea, anxiety, nocturia, enuresis and dysuria outcome was unknown and the pelvic pain, abdominal pain lower, menorrhagia, dysmenorrhoea, abdominal pain, endometriosis and drug hypersensitivity had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, coital bleeding, device breakage, device dislocation, diarrhoea, drug hypersensitivity, dysmenorrhoea, dyspareunia, dysuria, endometriosis, enuresis, fatigue, genital haemorrhage, genital odour, glucose tolerance impaired, headache, hyperaesthesia teeth, hypotension, loss of libido, menorrhagia, micturition urgency, mood swings, nocturia, pain, pain in extremity, paraesthesia, pelvic discomfort, pelvic pain, peripheral swelling, procedural nausea, procedural pain, procedural vomiting, stress urinary incontinence, tooth disorder, toothache, tremor, uterine inflammation, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure. The reporter commented: currently the pains and problems previous mentioned have been intensified to the extreme. The patient reported little improvement with the use of paracetamol and dipyrone and avoids using nsaids. She said that she currently maintains sensitivity to oral medications. The dyspareunia started a few years after essure, worsening since 2017. The physician advised the patient that removing the essure does not guarantee improvement in pelvic pain, since there are other causes for this. She was referred to proctology and psychology and guided glycemic control and control of lipid profile, diet and physical activity. Her chronic vaginitis did not response to numerous treatments. All these symptoms cause great psychological distress. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2019: normal. Human chorionic gonadotropin - on (B)(6) 2012: negative. Magnetic resonance imaging abdominal - on (B)(6) 2018: medianized ovaries and thickening of the medial portion of the round ligaments, especially the d, nonspecific, which may be related to the clinical indication of deep endometriosis.. Physical examination - on an unknown date: flaccid abdomen, flat, painless on palpation; touch: anatomical, middle neck, mobile uterus, free attachments, without signs of thickening, pain point to the touch in the right adnexal region. Smear cervix - on (B)(6) 2020: negative for malignancy. Stool analysis - on (B)(6) 2019: entamoeba histolytica. Ultrasound scan - on (B)(6) 2018: kidneys without detectable abnormalities, uterine vesicle recess without abnormalities, uterus in retroversoflexion with heterogeneous myometrium, with findings suggestive of adenomyosis. Endometrium of proliferative aspect, preserved mobility, right and left ovary of usual aspect, without abnormalities, preserved mobility. No abnormalities were identified in the ileum, rectum and sigmoid rectum. Left uterosacral ligament with irregularity, which extends to the left vaginal fornix, in a place of referred pain point, which may suggest an endometriosis implant. Absence of signs suggestive of obliteration of retro uterine excavation. Ultrasound scan vagina - on (B)(6) 2016: the pelvis is acoustically normal.; on (B)(6) 2017: essure was well positioned; on (B)(6) 2018: findings suggestive of adenomyosis // luse with irregular area, measuring 8.7x5.1x10.1 mm, suggesting endometriosis.; on (B)(6) 2019: echographically normal pelvis. Ultrasound uterus - on (B)(6) 2019: uterus in anteversoflexion, endometrium 12mm, uterine volume 89.7, right ovary 7.8, left ovary 5.9, fs free. Normal ultrasound examination. Lot number: 20221226 manufacturing date: 2009/10 expiration date: 2012/10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-mar-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure had fragmented'), device dislocation ('essure moving inside the organism, outside the tubes / irregularly positioned foreign body') and pelvic pain ('pelvic pain / sensation of perforation in the uterus, stitches / chronic pelvic pain / persistent and disabling pelvic pain / sensation of perforation of the uterus') in a (B)(6) year-old female patient who had essure (batch no. 20221226) inserted for contraception. The occurrence of additional non-serious events is detailed below. (B)(6). In 2012, the patient experienced abdominal pain lower ("heavy cramps in lower abdomen / twinges / heavy cramps / pain in lower abdomen"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced micturition urgency ("urinary urgency") and stress urinary incontinence ("urinary incontinence to small efforts such as coughing or sneezing"). In 2017, the patient experienced genital haemorrhage ("haemorrhage"), anxiety ("anxiety attacks"), nocturia ("nocturia (5-6x)") and enuresis ("nocturnal enuresis (rare)"). In 2018, the patient experienced menorrhagia ("heavy menstrual flow / menstrual flow increased (up to 10 daus ins menstrual period) with clots"). On (B)(6) 2020, the patient experienced vaginal infection ("chronic vaginitis"), 7 years 10 months after insertion of essure. On (B)(6) 2020, the patient experienced vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), procedural pain ("heavy pain during the insertion of the essure (pain scale 5)"), procedural vomiting ("vomiting at the same day of the essure insertion"), procedural nausea ("nausea days after the essure insertion"), abdominal distension ("abdominal distension"), back pain ("lumbar pain"), dyspareunia ("pain during and after the intercourse / very painful intercourse"), pain ("generalized pain"), pelvic discomfort ("pelvic discomfort / heavy pelvic discomfort"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("intermittent abdominal pain / belly pain"), headache ("heavy headache / headache"), uterine inflammation ("uterine inflammations"), pain in extremity ("leg pain"), peripheral swelling ("swollen legs"), paraesthesia ("tingling (of the legs)"), fatigue ("fatigue"), loss of libido ("lack of libido"), coital bleeding ("bleeding during and after the intercourse / some episodes of sinusorrhagia"), arthralgia ("joint pain"), mood swings ("constant mood swings"), hyperaesthesia teeth ("toothache (tooth sensitivity)"), toothache ("toothache (tooth sensitivity)"), hypotension ("low pressure"), alopecia ("hair loss"), vision blurred ("blurred vision"), glucose tolerance impaired ("became pre-diabetic"), endometriosis ("deep endometriosis disease"), genital odour ("heavy odour"), tooth disorder ("serious teeth problem"), tremor ("tremors"), drug hypersensitivity ("became allergic to amoxicillin and penicilin after essure insertion"), diarrhoea ("episodes of diarrhea") and dysuria ("dysuria (acute)"). The patient was treated with paracetamol. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, procedural pain, procedural vomiting, procedural nausea, abdominal distension, back pain, dyspareunia, pain, pelvic discomfort, genital haemorrhage, vaginal infection, vaginal haemorrhage, headache, uterine inflammation, pain in extremity, peripheral swelling, paraesthesia, fatigue, loss of libido, coital bleeding, arthralgia, mood swings, hyperaesthesia teeth, toothache, hypotension, alopecia, vision blurred, glucose tolerance impaired, genital odour, tooth disorder, tremor, micturition urgency, stress urinary incontinence, diarrhoea, anxiety, nocturia, enuresis and dysuria outcome was unknown and the pelvic pain, abdominal pain lower, menorrhagia, dysmenorrhoea, abdominal pain, endometriosis and drug hypersensitivity had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, coital bleeding, device breakage, device dislocation, diarrhoea, drug hypersensitivity, dysmenorrhoea, dyspareunia, dysuria, endometriosis, enuresis, fatigue, genital haemorrhage, genital odour, glucose tolerance impaired, headache, hyperaesthesia teeth, hypotension, loss of libido, menorrhagia, micturition urgency, mood swings, nocturia, pain, pain in extremity, paraesthesia, pelvic discomfort, pelvic pain, peripheral swelling, procedural nausea, procedural pain, procedural vomiting, stress urinary incontinence, tooth disorder, toothache, tremor, uterine inflammation, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure. The reporter commented: currently the pains and problems previous mentioned have been intensified to the extreme. The patient reported little improvement with the use of paracetamol and dipyrone and avoids using nsaids. She said that she currently maintains sensitivity to oral medications. The dyspareunia started a few years after essure, worsening since 2017. The physician advised the patient that removing the essure does not guarantee improvement in pelvic pain, since there are other causes for this. She was referred to proctology and psychology and guided glycemic control and control of lipid profile, diet and physical activity. Her chronic vaginitis did not response to numerous treatments. All these symptoms cause great psychological distress. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2019: normal. Human chorionic gonadotropin - on (B)(6)2012: negative. Magnetic resonance imaging abdominal - on (B)(6) 2018: medianized ovaries and thickening of the medial portion of the round ligaments, especially the d, nonspecific, which may be related to the clinical indication of deep endometriosis.. Physical examination - on an unknown date: flaccid abdomen, flat, painless on palpation; touch: anatomical, middle neck, mobile uterus, free attachments, without signs of thickening, pain point to the touch in the right adnexal region. Smear cervix - on (B)(6) 2020: negative for malignancy. Stool analysis - on (B)(6) 2019: entamoeba histolytica. Ultrasound scan - on (B)(6) 2018: kidneys without detectable abnormalities, uterine vesicle recess without abnormalities, uterus in retroversoflexion with heterogeneous myometrium, with findings suggestive of adenomyosis. Endometrium of proliferative aspect, preserved mobility, right and left ovary of usual aspect, without abnormalities, preserved mobility. No abnormalities were identified in the ileum, rectum and sigmoid rectum. Left uterosacral ligament with irregularity, which extends to the left vaginal fornix, in a place of referred pain point, which may suggest an endometriosis implant. Absence of signs suggestive of obliteration of retro uterine excavation. Ultrasound scan vagina - on (B)(6)2016: the pelvis is acoustically normal.; on 30-may-2017: essure was well positioned; on (B)(6) 2018: findings suggestive of adenomyosis // luse with irregular area, measuring 8.7x5.1x10.1 mm, suggesting endometriosis.; on (B)(6) 2019: echographically normal pelvis.. Ultrasound uterus - on (B)(6) 2019: uterus in anteversoflexion, endometrium 12mm, uterine volume 89.7, right ovary 7.8, left ovary 5.9, fs free. Normal ultrasound examination. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.